Event description:
It was reported that: the bililux lamp was in a roller stand, when the customer was to bring it over the child, it fell down and hung in the cable. Fortunately, it fall before it was over the baby. No adverse patient impact was reported.

Manufacturer narrative:
Additional information was provided clarifying that the lamp had come loose from the quick release [quick-connect plug] in the upper part of the spring arm and stating that the customer had not performed the pre-use checkout procedure prior to use. It was also noted that the device was inspected, confirmed as not damaged and is still in use. Root cause was identified as the customer was not following the instructions for use (IFU) by not performing the pre-use checkout procedure prior to use. The customer was provided this information. No further issues have been reported. There was no device malfunction. The IFU provides the following: warning -to ensure proper functionality, perform the functional check procedure before the device is first placed into service, after it has been turned off, and after cleaning or service procedures. Do not use the device if a malfunction was detected during the functional check procedure. Do not use the device if any controls are not functional or if the device does not pass the functional check procedure successfully. Spring arm check 1 check the spring arm adjustment: pull up and push down on the spring arm. Confirm that it moves smoothly and maintains set position. Move the spring arm from side to side. Confirm that it moves smoothly and maintains set position. 2 check the phototherapy light adjustment: rotate the phototherapy light clockwise and counterclockwise. Confirm that it moves smoothly and maintains set position. Move the phototherapy light up and down. Confirm that it moves smoothly and maintains set position. Fastener check inspect the device for loosened fasteners (if equipped), and tighten if necessary. Quick-connect plug to spring arm. Height adjustment knob on trolley. Tightening knob for spring arm on trolley. Cable clips on spring arm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that the bililux lamp was in a roller stand, when the customer was to bring it over the child, it fell down and hung in the cable. Fortunately, it fall before it was over the baby. No adverse patient impact was reported.